Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware on an incident that occurred on the cios alpha system. During a procedure, the unit failed to release radiation, therefore, no images were availble. As a result, the physician had to extract needle out of the patient's spine without the aid of fluoroscopy. The patient complained of leg pain and could not step on the foot following the procedure. Additional information was received, that the patient fully recovered and in good state of health.

Manufacturer narrative:
The reported issue was resolved by replacing the generator was exchanged as part of service activity. No other occurrences have been reported since the part replacement. The generator was tested in the laboratory; however, no failures have been identified. According to experts' opinion, the most likely root cause was a loose contact disrupting the can communication, which was fixed by exchanging the generator.